Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119557.

Event description:
It was reported via sus voluntary event report, medwatch: mw5119557, that a right ventricular lead was capped on (B)(6) 2020, due to an unspecified output issue. Further information was not available.